Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air sensor will not reset which were not reproduced during evaluation. Air sensor will not reset were verified through a review of the event history log and found to be caused by a failed ultrasonic which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a sensor that would not reset during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.